Event description:
During a dental restoration procedure a small burn was sustained to the patient's skin just below the lower left lip line from the dental handpiece.====================== health professional's impression======================the burn is a complete match (size and shape)to the back side of the handpiece that touched the patient at the location of the burn.